Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that numerous non-sustained ventricular oversensing episodes due to post-paced t-wave oversensing were noted via merlin.net transmission. Programming changes were discussed. No intervention was performed. No patient condition was reported.